Event description:
During a pvc procedure, a pericardial effusion occurred which required a pericardiocentesis. Retrograde approach was used and mapping and ablation was performed in the left ventricle outflow tract (lvot). The advisor hd grid mapping catheter was positioned in the right ventricular outflow tract (rvot). The points were earlier there so prior to moving the ablation catheter from the lvot to rvot, the physician performed an ice sweep which revealed a pericardial effusion. A pericardiocentesis was done and 200cc were drained. The physician thinks the viewflex is the likely cause of the effusion because of venous blood as opposed to arterial blood. The patient has since been discharged. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.